Event description:
The customer reported that while performing testing on this ventilator the tidal verification section using the neonate circuit the 20ml's test fails, he is only getting 15ml's readings.

Manufacturer narrative:
(B)(4). Carefusion technical support will contact the customer to obtain the serial number for the ventilator. The customer was instructed by carefusion technical support to replace the exhalation flow sensor, the exhalation diaphragm and calibrate the exhalation flow transducer.